Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted an incomplete section of the lead was returned. The distal end of the returned segment showed the inner coil stretched-out to the point of a fracture. This confirmed the lead removal difficulty allegation made against the lead in the field. The failure to capture allegation was not confirmed. The returned segment passed resistance and hipot testing, which confirmed the electrical and inner insulation integrity.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but was not capturing the patient. The physician decided to remove and replaced the rv lead prior to pocket closure and it was never in service. The physician was observed to have had difficulty removing the lead during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted an incomplete section of the lead was returned. The distal end of the returned segment showed the inner coil stretched-out to the point of a fracture. This confirmed the lead removal difficulty allegation made against the lead in the field. The failure to capture allegation was not confirmed. The returned segment passed resistance and hipot testing, which confirmed the electrical and inner insulation integrity.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but was not capturing the patient. The physician decided to remove and replaced the rv lead prior to pocket closure and it was never in service. The physician was observed to have had difficulty removing the lead during the procedure. No adverse patient effects were reported.